Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240 during dwell 6 of 6 on the homechoice (hc). The home patient (hp) was still connected and one of the supply bags fell and disconnected. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm by turning the hc off and on and received a system error 2367. The hc was turned off and on and went back to press go to start. The hp will finish therapy with a manual bag. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.